Event description:
It was reported that the patient's device had delivered numerous high voltage (hv) defibrillation shocks and had reached its elective replacement interval (eri) prematurely. The device was removed and returned, and a new device was implanted. It was also reported that the patient's left ventricular (lv) myocardial lead had high pacing thresholds and that the device needed to be programmed to an 8v/1.0msec output. The lv lead is still implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.